Event description:
User experienced discrepant anti-hbs results for one patient sample when compared with a different analyzer. Initial result 111.9iu/l, repeat 7.44 miu/ml. Same sample repeated twice in 2008 gave 125.5 iu/l (original analyzer) and 7.94 miu/ml. No information was provided to determine if any adverse events were reported. If additional information is received, appropriate notification will be provided.